Event description:
It was reported that, "patient revised due to pain. Small amount of bone loss noted, but nothing significant".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. X-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.